Event description:
It was originally reported that the pt experienced a shocking or jolting sensation of various times and positions. When the pt would enter or exit a vehicle, she would experience a surging or fading sensation at the neurostimulator location. The pt also experienced a loss of therapeutic effect. She would receive good therapy 3-4 days following setting changes. The healthcare provider confirmed that the pt experienced a lack of effect and a new pain. The plastic sheath of the lead broke off at the distal end of the #3 electrode. This caused fluid intrusion into the lead and connecting of extension. The total device system was replaced. The pt felt vaginal stimulation again. No surgical complications were reported.